Event description:
According to the reporter, during the lobectomy procedure, the surgeon fired the device to pulmonary parenchyma. Air leakage was noted at leak test and some staples were malformed, as one side of staple was not b-formed but was still I-formed. The surgeon stopped bleeding at incomplete staple line by soft coagulation, then the leakage was stopped. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two reload. Visual inspection of the cartridge revealed that each reload was fully fired. Functionally, each reload was loaded into a pmv instrument and applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.